Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that numbers are not ramping on their own. Customer stated that the scroll bar was not moving up or down with no input. Customer reported they able to access the menu screen. Customer stated that the right button was responsive but they did not hear a click .no harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.